Event description:
It was stated that the customer was hospitalized after experiencing chest pain and a burning sensation in his lungs. It was stated that the driver arms on the infusion pump were not moving forward properly, and therefore, the customer did not receive any medication for two days. Troubleshooting was performed, and the infusion pump passed the self test. Nothing further was reported.

Manufacturer narrative:
The infusion pump was received with a stiff, rusted and corroded drive nut. However, the infusion pump passed the functional testing, including the bolus and occlusion tests.